Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v361580, product type: lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was causing sharp pain down the legs. The patient noticed the pain since the device was first implanted. She had surgeries to fix it as they thought the ins was hitting a nerve. The ins was replaced on (B)(6) 2013 and the issue was not resolved. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.